Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during implantation, the lead had become dislodged. After a couple of manipulations, the lead could not be set due to the helix not able to be extended. The lead was taken out and another lead was implanted instead. No adverse consequences were reported.